Event description:
Started feeling pain in left hip (implant hip), mild at first, then progressively became worse, (B)(6) 2013 saw surgeon. He did x-ray and blood test. X-ray revealed tissue damage and blood test revealed cobalt poisoning (7 ppm - pars per million). He strongly recommended implant replacement. I declined at time, as going to put it off until (B)(6) 2013. Saw surgeon, he said cobalt level too high - need surgery. Pain at that time increasing and working difficult. On (B)(6) agreed to surgery as soon as possible (I can barely walk). Surgery date set for (B)(6) 2013. Very difficult to walk because of hip pain. Feels like I am being cut with a knife. I have extreme fatigue sitting is very difficult.